Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Reportedly, the customer has fibroids which causes elevated blood glucose levels. Customer was treated through intravenous insulin and fluids, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.